Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. A visual inspection at 10x microscope magnification was conducted. The findings observed, the presence of ophthalmic viscoelastic device (ovd) and cosmetic damage on the lens, were most probably related to the insertion and removal process of the lens. The condition of the returned lens was consistent with a removed lens. Based on the customer report and event investigation, the investigation reasonably suggests that the complaint was not related to the manufacturing process. A manufacturing record review was performed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction and specifications. No deviation was identified or a non-conformance report (ncr) generated during the manufacturing process. There were no process and/or material changes within the production order. All tests results showed a pass condition. During the manufacturing record review, no deviation or assignable cause was identified. The documentation showed that the production order was manufactured according to specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was inserted and removed from the patient's left eye the same day. It was stated that the patient experienced a choroidal hemorrhage causing increased pressure. The incision was enlarged to remove the lens from the patient's left eye. Sutures were required. No replacement lens was implanted. No further information was provided.